Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined. Updates made to the following sections: report type (b1) outcomes attributed to adverse event (b2) date of this report (b4) describe event or problem (b5) explanted date (d6b) device available for evaluation (d9) type of report (g6) type of follow-up (h2) device evaluated by manufacturer (h3) event problem and evaluation codes (h6) manufacturing narrative/corrected data (h10)